Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a gui cpu failure. There was no injury reported. The service engineer replaced the gui cpu ran calibrations and the unit passed all testing.